Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Visual examination of the device not confirmed the complaint. The white handle is not cracked, it was broken at the intersection of the handle and the shaft. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic t handle is cracked. No additional information is available. There was no surgical delay.